Event description:
Fse (field service engineer) was dispatched on (B)(6) 2017.

Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4) per exemption number e2017013.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 14-nov-2017 a field service engineer (fse) found the y1-axis slide rails binding on the sampling z-axis unit. The fse lubed and adjusted the y1-axis in efforts to resolve the issue without success. The fse replaced the sampling z-axis unit and a bent sampling needle assembly. The fse ran quality controls and patient samples without any further issues. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6, troubleshooting, section 6.3 - error messages, states the following: number 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Chapter 5, maintenance, step 5.10 sampling needle replacement, provides step-by-step instructions for the operator to follow when replacement the sampling needle assembly. The most probable cause of the reported issue was due y1-axis slide rail binding on the sampling z-axis unit.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error messages on the g8 instrument. The customer requested service in order to address the reported issue. On 14-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.